Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-06558; 2017865-2019-06563. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was cardiorespiratory failure, end stage renal disease, and congestive heart failure.

Manufacturer narrative:
The reported field event of unknown cause of death was not confirmed in the laboratory. As received, a partial lead was returned in one piece of only the connector portion measuring 18.5 cm. Visual and x-ray examination revealed the outer insulation was bent at 8.6 cm from the connector pin and suture sleeve tie impressions at 12.4 cm and 12.6 cm from the connector pin. There were no conductor fractures or internal shorts. All damage can be attributed to procedural damage and no other anomalies were found.